Event description:
A pharmacist of the facility reported to baxter (B)(4) of a solution administration set in which operator observed the roller clamp was allowing fluid to pass through the set in the closed position. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. A visual inspection was conducted. The product was in its original packaging, but open. All parts were present and assembled in accordance with the drawing. The defect was confirmed visually. It was noted that the roller shaft was fractured. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted.